Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 was failed. A field service engineer arrived at the medstation auxiliary tower and found the door latch indicating 'closed' even though it was open. Adjusted the electrical connector and applied grease to the supply connector, but the issue persisted. Replaced the pop latch, recovered the system, and successfully passed the hta self-test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, it had a drawer failure and needed maintenance. The customer reported malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.